Event description:
On 11/19/2007, thermage was notified of an event, where a pt underwent a thermage procedure. Procedure date was 2007 and resulted in third-degree burns on her upper arms. Some remedial laser therapy has been performed and medical treatment is ongoing.

Manufacturer narrative:
Treatment tip was returned for investigation. No problems or defects were found. Physician used a treatment level of 366.0. Physician stated he always uses these higher levels and has not had any problems in the past. Causation is unk.